Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated while reaming. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
From the investigation it was determined that this event should have not been considered a reportable event since the malfunction could not cause or contribute to a death or serious injury. Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: device history a review of the DHR associated with rio 366 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were multiple reported events ( pr1105917, pr1104385, pr1106906, pr1103266, pr1041919, pr1106875, pr1122767, pr1145410, pr1150688, pr117503, pr1149071, pr1153365, pr1161076, pr1161201, pr1149070, pr1161182, pr116658, pr1182638, pr1182641, pr1186535, pr1172644, pr1191267). Trend request for this part number has been submitted (trend request # (B)(4)). Conclusion: the log data from the case was reviewed. An analysis of the reamer events, velocity traps, reamer on/off cycles and lift mechanism warnings was completed. After reviewing the case log there were no system anomalies identified. The rapid on/off cycles are symptoms of the reamer hitting the stereotactic boundaries. The stereotactic feedback when this happens can feel like a vibration. Additionally, there were persistent lift mechanism warnings and velocity trap warnings that could indicate a robot or array instability. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated while reaming. The case was successfully completed and there was no harm to the patient.